Event description:
I purchased the malem bedwetting alarm from the (B)(6). (B)(6). Within just a week of using it the alarm overheated and burnt my son's neck. When I mean burnt I mean burnt, not just some kind of redness. The alarm overheated and the plastic on the back of the alarm had melted and this melted plastic ate through my son's skin on his neck. We rushed him to the emergency room where he was there for one night. Who is going to pay my bills and who will compensate my son for his pain. Any answers. I noticed a bunch of complaints on maude, then why is this company still selling their alarms in the us. The malem alarms are like hot pots sitting in households, when they can get hot and burn a child is just a matter of time. Take action soon before another child gets burnt.